Event description:
It was reported that the insulin pump had a frozen display. Troubleshooting was performed. It was stated that the battery was changed and the frozen display reoccurred. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider ths report complete to the best of our knowledge.